Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient called an ambulance due to the bleeding she had after sensor insertion. While waiting for the ambulance, the patient put pressure on the area. The ambulance arrived and transported the patient to the emergency room (ER). At the ER, the patient received ¿some stitches¿ at the sensor insertion site. The patient was also treated with a baby aspirin and eliquis oral medications. The patient was discharged home later the same day. The patient was in good condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.